Event description:
This patient experienced a dissection during the deployment of a cypher stent in index procedure. This patient was admitted to the hospital with a chief complaint of angina, dyspnea and fatigue. The patient wa staken electively to the cardiac cath lab, were angiography revealed triple vessel coronary disease with a occluded native lad and rca, a 70% ostial lesion in the lima graft to the lad, a 70-75% aorto-ostial stenosis of the svg to the om2 (also refered to in reports as the left posterior lateral or lpl), a 60% stenosis of anastomosis of the svg and the omi (also refered to in reports as the ramus intermediate or rami), with a 90% stenosis within the om after inspection point, and a 60% ostial stenosis of the ostium of the svg to the rca. After a discussion with the patient an elective pci was scheduled for eight days later.